Event description:
Info received indicates the brakes are not holding completely. The casters continue to swivel but not roll when in brake.

Manufacturer narrative:
The tech adjusted the set screw on the top of the casters to repair the bed.